Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. No alarms were noted during testing. The insulin pump was received with a cracked reservoir tube lip, a scratched display window and a cracked case near the display window corners.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The insulin pump passed delivery volume accuracy test.

Event description:
The customer reported a hospitalization for low blood glucose of 29 mg/dl. The customer stated that she ate before she went to bed but slipped into a coma and an ambulance took her to the emergency room, where she spent a few hours while she stabilized before being released. An alarm was also mentioned that had occurred on the customer's insulin pump; the nature of which was explained to the customer. The alarm was not occurring at the time of the report and was a past event. Nothing further was reported.